Manufacturer narrative:
Received fifteen (15) used list # unknown tegos for inspection. Twelve (12) of the samples had signs of seal tearing occluding the fluid path. No tearing was observed in the three (3) other samples, but each of the fluid paths on the three (3) was flushed with water and the fluid path was found to be clear. The reported complaint can be confirmed. The probable cause of the seal tearing and being faulty on the twelve (12) tego is due to a variation on tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a tego connector was found to hav a bung reported to be faulty. Looking at the stock the customer has including the delivery received today. All have the same lot number. There was no patient harm reported.